Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is known inherent risk of device. Patient code 3191 captures the reportable event of surgery, performed to explant and replace the s-ICD system.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 26 appropriate shocks. The patient was hospitalized for x-rays and the device data was submitted to technical services for review. It was noted that the patient's rate hovered around the rate cut off of the lowest programmed therapy zone at about 210 bpm. At times the ventricular fibrillation (vf) was very fine. The initial shocks did convert the arrhythmia, then the vf recurred. It was noted the vf storm lasted about 2.5 hours. Good sensing was observed, but later shocks were ineffective at converting the arrhythmia. The time to therapy was longer in some shocks due to the higher rate cut off programmed. The shock impedance measurements were much higher than expected at 198 ohms for the initial shock, decreasing to 105 ohms at the final shock. The device data showed the shock impedance at implant was also higher at 138 ohms. X-rays were recommended to verify system placement. The field representative later confirmed x-rays showed the electrode had migrated and had moved to the right of the sternum. The device and electrode were explanted and replaced with a new s-ICD system as the device had lost approximately two years of longevity due to the number of delivered shocks. The explanted products were returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The electrode was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Patient code 3191 captures the reportable event of surgery, performed to explant and replace the s-ICD system.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 26 appropriate shocks. The patient was hospitalized for x-rays and the device data was submitted to technical services for review. It was noted that the patient's rate hovered around the rate cut off of the lowest programmed therapy zone at about 210 bpm. At times the ventricular fibrillation (vf) was very fine. The initial shocks did convert the arrhythmia, then the vf recurred. It was noted the vf storm lasted about 2.5 hours. Good sensing was observed, but later shocks were ineffective at converting the arrhythmia. The time to therapy was longer in some shocks due to the higher rate cut off programmed. The shock impedance measurements were much higher than expected at 198 ohms for the initial shock, decreasing to 105 ohms at the final shock. The device data showed the shock impedance at implant was also higher at 138 ohms. X-rays were recommended to verify system placement. The field representative later confirmed x-rays showed the electrode had migrated and had moved to the right of the sternum. The device and electrode were explanted and replaced with a new s-ICD system as the device had lost approximately two years of longevity due to the number of delivered shocks. The explanted products were expected to be returned for laboratory analysis. No adverse patient effects were reported.